Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0223 on (B)(6) 2005many years later the patient has suffered excorticating pain in pelvic area, altered sex, dyspareunia, loss of employment, constant recurrent urinary tract infections, mesh erosion and additional surgery. No further information has been provided.